Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the same side of the lesion utilizing an anterograde approach. The 99% stenosed target lesion was located in a moderately calcified and moderately tortuous right anterior tibial artery. After a non bsc guide wire crossed the lesion, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. Upon initial inflation at 10 atms for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with no packaging or other devices. The catheter was inspected tactilely and under magnification. There was blood and contrast in the inflation lumen and in the balloon. The shaft was buckled and twisted between 19cm and 22cm from the distal tip and there were multiple shaft kinks. The device was soaked in a warm water bath to loosen the blood and contrast. Examination under magnification revealed a balloon pinhole 34mm from the distal tip. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the same side of the lesion utilizing an anterograde approach. The 99% stenosed target lesion was located in a moderately calcified and moderately tortuous right anterior tibial artery. After a non bsc guide wire crossed the lesion, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. Upon initial inflation at 10 atms for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).